Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the posterior leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve leaflets. During leaflet insertion assessment, a sudden increase of mr to 3-4 was noted due to a tear in the posterior leaflet at the position of the second clip. The clip was repositioned, and deployed to treat the leaflet tear and existing mr. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage cannot be determined. The mr was a result of the tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.